Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erroneous readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving unspecified high and low scan results from the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms of a headache and a loss of consciousness. However, the customer was able to self-treat by consuming ice cream and bread. It remains unspecified whether there was any third-party intervention provided as the customer indicated they are unable to recall due to the loss of consciousness. There was no report of death or permanent impairment associated with this event.